Manufacturer narrative:
Additional information regarding this case was provided at a pcr london valves presentation. An echo (tte) noted lvef 60% with moderate to severe aortic stenosis (as), the aortic valve area (ava) measured 0.67cm2, mean gradient 28mmhg, peak gradient 46mmhg with moderate to severe paravalvular leak (pvl) localized to the base of the left coronary sinus. A routine deployment of a 20mm sapien 3 valve was performed, ¿waist¿ was seen on the valve frame (70:30 aortic/ventricular non-coronary cusp and 80:20 a/v left coronary cusp). A screening (toe) post valve deployment revealed moderate pvl and the leaflets opened and closed with no leaflet thrombosis.

Manufacturer narrative:
Under expansion of the deployed valve could result in pvl requiring post dilation. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate that incomplete deployment of the original 20mm sapien 3 resulted in severe pvl and increased gradient requiring a second valve. In addition, the central ai appears to have resulted from post dilation to treat the pvl. The central regurgitation was resolved with the implant of a 2nd valve (valve in valve). Paravalvular or transvalvular are listed in the instructions for use for the tavr procedure and are known potential risks associated with the procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately, 1 year and 6 months post implantation of a 20mm sapien 3 valve, the patient presented with severe paravalvular leak (pvl) and increased gradients (30mmhg). It appeared under fluoroscopy and cta that the valve might not have been fully expanded. A decision was made to post dilate the 20mm sapien 3 with a 20mm commander delivery system with an extra 1.5 cc's of volume in the delivery system. This resulted in improvement of the pvl to moderate and the gradient improved to 8mmhg. A second post dilate was performed with a total an additional 2cc's in the delivery system balloon. After post dilating the moderate pvl improved to mild pvl; however, mild central aortic insufficiency (ai) was now noted. A decision was made to implant a non-edwards tavr valve inside the 20mm sapien 3 valve. The valve was positioned lower and resulted in mild pvl and no central ai. The end result was trace to mild pvl with no central ai. Per report, it was recognized that there was a possible risk with the 2nd post dilation potentially causing central ai. In addition, it appears under expansion of the original 20mm sapien 3 resulting in severe pvl although original implant noted only mild pvl.

Manufacturer narrative:
Reference (B)(4).